Event description:
Reporter indicated that device was explanted due to lack of efficacy. Generator and a portion of the lead were returned for analysis. No malfunction was identified with the lead portion or generator. Good faith attempts to collect more info ruling out device malfunction have been unsuccessful to date.